Event description:
Fluids clamped, pump failed to alert or beep to continuous occlusion while tubing clamped- infant not receiving proper IV nutrition. Infant glucose 24, received d10 bolus, repeat 54 and repeat with running fluids 79. Pump repaired and returned to service. No harm to patient.